Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system and user interface pcb and the user interface to stack flex assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would not complete its power on self test and therefore, would not be able to continue on to deliver therapy. There were no reports of pt use associated with the reported failure.